Event description:
It was reported, that a malfunction alarm occurred. The pump was replaced. And the customer reverted to an alternate method of insulin therapy. The customer¿s blood glucose level was 230 mg/dl.